Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm epic plus supra valve was chosen for a valve replacement surgery. During procedure, a failure in leaflet coaptation had occurred, allowing valvular insufficiency. A new valve was opened and completed the surgery.